Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power to the machine and the tsr had the hp go to the alarm log. The alarm log recorded se 2367 and the tsr assisted the hp in ending therapy. The hp stated they felt wet and they checked the patient line and saw a small hole. The tsr advised the hp to start over with new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The home choice set was not being reused. The patient did not have any pets that caused damage to the supplies. There was no damage noted to the over pouch or carton in which the cassette was delivered. A sharp object was not used to assist in the opening of the carton or over pouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. The problem was not confirmed. The root cause was not determined.